Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that insulin pump did not give change sensor alert. Customer received a sensor expired alert four hours after inserting. Customer reported that after working in the yard, blood glucose dropped to 46 mg/dl and sensor did not alert. After troubleshooting, customer was advised to monitor sensor.